Manufacturer narrative:
Additional information to blocks a1: patient's initials, b5, d4: lot number, and e1: physician's name and healthcare facility. Block a1: (B)(6). Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Block h6: patient code e2330 captures the reportable event of pain (vaginal pain, pelvic pain). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a midurethral sling (mus) and cystoscopy procedure performed on (B)(6) 2014 for the treatment of stress urinary incontinence. The transvaginal tape was introduced into the retropubic space, and it was taped tensioned accordingly using the stress test. Additionally, cystoscopy was done while the trocars were in situ with no bladder injury found. Then, the catheter was left for removal postoperatively. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: vaginal pain, pelvic pain, and urinary incontinence not present prior to implant. Nonsurgical treatments: on (B)(6) 2020, the patient commenced incontinence medication, which was solifenacin succinate 5mg for the treatment of urge incontinence daily. The patient was also treated with topical treatment, ovestin cream 1 mg, including oestrogen cream, for the treatment of incontinence twice a week.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; incont not pres; nonsurgical treatments: on (B)(6) 2020 the patient commenced incontinence medication: solifenacin succinate 5mg for the treatment of: urge incontinence. Treatment duration: daily tablet. The patient was treated with topical treatment (including oestrogen cream): ovestin cream 1mg for the treatment of: incontinence. Treatment duration: twice a week.